Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed a motor rewind error on (B)(6) 2015. Moisture was evident behind the display lens. There was a battery compartment crack observed below the grip pad. During investigation, due to the internal moisture contamination an alarm was received on each "rewind" attempt. There was evidence of moisture contamination throughout inside of pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.